Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke when sewing the rectal stump. The broken needle was grasped by the needle holder. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that was broken in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.